Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance high out of range measurement, ranging greater than 3000 ohms. No adverse patient effects were reported. This rv lead remain in service. No further information is available.